Manufacturer narrative:
Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarm which was unable to reproduced due to an unrelated issue. The air in line alarms were verified through a review of the event history log. The cause was unable to be determined however, the device will be required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detection going off with no bubbles in set. There was no known patient injury or medical intervention associated with this event. No patient involvement. No additional information is available.